Event description:
***Update 06-may-2026 further information was provided that the suture has torn. It was further confirmed that the torn pieces were retrieved out of the patient.

Manufacturer narrative:
Additional information: b5, h3, h6

Event description:
It was reported that during a shoulder arthroscopy the suture could not be tightened. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different arthrex titanium anchor ar-1928sf-2-1. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.